Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during an unknown procedure, that the device was rejected - sterility of package compromised. No effect. It is unknown how the case was completed. No patient consequences were reported.